Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the target arm no longer seems to function properly, the calcaneus screw was missed."